Manufacturer narrative:
H6: results: visual inspection of the lens showed one haptic was bent. There was evidence of surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v. The haptic was caught in the injector while advancing and the haptic was crimped. The cause of the lens damage was unk. The lens was not inserted and there was no patient contact or injury.